Event description:
It was further reported that extracorporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump (iabp) were inserted during pericardial drainage, and they were subsequently discontinued. The patient condition deteriorated, and then reportedly developed disseminated intravascular coagulation (dic) which led to the patient's death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a completed cardiac ablation procedure, hypotension was observed, and pericardial effusion was confirmed on echocardiography. The condition was managed with pericardial drainage, and extracorporeal membrane oxygenation (ECMO) was initiated. Several days later, the patient was intubated with a possibility of tracheotomy in the future. No further patient complications have been reported as a result of this event.